Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. It was noted that previously in 2020 the ra lead showed high capture thresholds and noise. During the revision loss of capture was seen. The leads were surgically abandoned and the patient was sent for a lead extraction. No adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. It was noted that previously in 2020 the ra lead showed high capture thresholds and noise. During the revision loss of capture was seen. The leads were surgically abandoned and the patient was sent for a lead extraction. Additional information noted that a revision took place. Additional information noted that the ra lead was previously thought to have been fractured. No additional adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. It was noted that previously in 2020 the ra lead showed high capture thresholds and noise. During the revision loss of capture was seen. The leads were surgically abandoned and the patient was sent for a lead extraction. Additional information noted that a revision took place. Additional information noted that the ra lead was previously thought to have been fractured. No additional adverse patient effects were reported. .

Event description:
It was reported that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead became stuck in the device header and it was not possible to remove the lead despite multiple attempt. The physician had to damage the device header to free the leads however although the rv and ra leads were freed from the header fragments of the setscrew remain stuck in the lead pin. It was noted that previously in 2020 the ra lead showed high capture thresholds and noise. During the revision loss of capture was seen. The leads were surgically abandoned and the patient was sent for a lead extraction. Additional information noted that a revision took place. Additional information noted that the ra lead was previously thought to have been fractured. The ra lead was cut and disposed. No additional adverse patient effects were reported.